Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 500 (mg/dl) and ketones. A manual injection was delivered to address bg levels. Reportedly, customer believes an occlusion caused their elevated bg level; however, due to event occurring in the past, a device occlusion was unable to be confirmed through troubleshooting. Recommendation was made to consult with their health care provider to discuss diabetes management.